Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-15788. The patient reported he experiences pain at the lead site with stimulation on and off as well as ineffective stimulation. Additionally, the patient stated he experiences burning at the ipg site while charging. X-rays were taken and revealed no anomalies. Surgical intervention may be taken at a later date.